Manufacturer narrative:
One retaining screw and short abutment was returned for inspection. A visual inspection revealed signs of wear on the screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. The screw was functionally tested against the abutment and was able to disengage without excessive force. Therefore, the complaint is unconfirmed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09. Seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm.. A root cause for the complaint could not be determined.

Manufacturer narrative:
Brand name unknown. Product code unknown. Item and lot number unknown; 510k unknown. Not returned to manufacturer.

Event description:
The doctor reported attempted to re-secure a loosened abutment screw, the threads were stripped and the screw became stuck. The doctor had to cut the crown off and removed the abutment.